Event description:
Initial result for a pt cea was <0.200 ng/ml. When repeated, the result was 124.1 ng/ml. The incorrect result was not reported. The field service rep was unable to determine a cause for the discrepant results.